Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia with a blood glucose of 332 mg/dl and received an ¿unable to proceed¿ alert consistent with an insulin delivery interruption, with guidance provided to perform a dry run, restart the device from the notification screen, and change supplies, after which insulin delivery resumed and the dry run showed no issues. Symptoms included hyperglycemia. Outcomes included resolution of the alert and resumption of insulin delivery with user monitoring. Investigation included guided troubleshooting, a device restart, and a dry run to evaluate pump function and supplies. Investigation of this case revealed that the device and components functioned during testing, and the event aligned with a consecutive stalled motor alarm that was resolved by restart and supply change. It was concluded, based on previously established findings for similar reports, that the cause was a transient device or supply-related interruption that was corrected through restart and replacement of supplies.